Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not record any atrial tachycardia (at)/atrial fibrillation (af) episodes when they were noted on the hospital telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.